Event description:
Beginning in january 2003, the patient reportedly experienced intermittencies when using the sound processor. The patient was reportedly seen at the center for device evaluation. External equipment was exchanged. Testing performed confirmed that the device was no longer functioning. The patient's device was explanted. The patient was reimplanted with another clarion device.